Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer indicated that a waveone gold file small file separated during use. The doctor was unable to remove the piece. The broken piece was incorporated into the filling.

Manufacturer narrative:
Customer returned 1broken file loose in a bag. Using microscope visually checked broken file. No manufacturing markings or defects were noted on the file. Per sp-wgsmall21-a the overall length should be 21mm, the overall length of the broken file is 17mm. Due to the condition in which the file was returned, no additional testing can be performed. No unused files were returned for testing. Root cause of breakage cannot be determined. A DHR review was conducted with no discrepancies noted. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.